Event description:
It was reported that the patient with this right ventricular (rv) lead was found unresponsive and was brought to the emergency room. The device was checked. There were no episodes noted in the device, and impedance measurements were stable. Intermittent loss of rv capture was discussed. The patient was not pacemaker dependent. It was noted that the root cause of the patients loss of consciousness could not be identified, and the patient would continue to be monitored. No additional adverse patient effects were reported. The lead remains in service.